Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly, which led to a pump shutdown. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a separate issue captured in medwatch report # 3013756811-2019-23484.